Event description:
The md closed the stapler, fired it, and then transected the vessels. With all things being transected and with there being no active bleeding, the md took the stapler off the stapled branches of the pulmonary artery. He was met with three (3) unstable branches. The patient had immediate loss of blood. After the patient was stabilized, the stapler was inspected. It was found to have misfired. There were no staples seen in the branches of the pulmonary artery. The staples that were in the vicinity were now rolled and malformed.